Event description:
It was reported that while a pt was being lifted by home health aides, in end user's home, she slipped straight through the sling and onto the floor. Pt suffered fracture to right leg.